Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker had a sudden battery depletion from eight years to three and a half years within just six months. It was noted that the right ventricular (rv) threshold was elevated. The technical services (ts) reviewed the output several months ago and explained that with the right ventricular auto capture on the output will fluctuate and will operate on a beat to beat basis. An attempt to obtain additional pertinent information was unsuccessful. To date, this pacemaker remains in service. No adverse patient effects were reported.